Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported a blood glucose reading of 424 mg/dl. She stated her insulin infusion device had been beeping all night and displayed an (01) empty cartridge error message. She stated she had inserted a new insulin cartridge before going to bed. The patient was assisted in silencing the alarm. The patient stated, she must have "forgotten last night to reset the infusion device to a full cartridge" and to prime the infusion set tubing. The patient was assisted in resetting the infusion device to a full cartridge. Troubleshooting revealed no further issues with the product. The patient did not require assistance from a healthcare professional or second party address the issue. No product was requested to be returned for evaluation.